Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, checked and reconnect pim module and unit was found to be ok. The fse could not find any issues with the unit. The unit was tested for more than 2 hrs and is working fine. All functional and safety checks were performed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, autofill failure ( low vacuum) was observed in cardiosave intra-aortic balloon pump (iabp). No harm or injury reported.